Event description:
It was reported that the patients ipg would not take a charge. The patient underwent an ipg replacement procedure and was doing well post-operatively.

Manufacturer narrative:
Date3of event approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would not take a charge. The patient underwent an ipg replacement procedure and was doing well post-operatively.

Manufacturer narrative:
(Sc-1132 sn: (B)(6)). The returned ipg was analyzed and visual inspection revealed that the ipg can had electrocautery damage, and port b had a lead stuck inside and part of the header was cut in an attempt to remove it. The lead body was peeled back and got caught in the connector block. The reported allegation of the patients implantable pulse generator (ipg) would not take a charge was confirmed. An analysis of the data log revealed that there were charging issues due to the thermistor being triggered multiple times. Review of the charge log revealed that the charging current is low when the patient charged the ipg, resulting in the battery to be charged up partially.